Manufacturer narrative:
(B)(4).

Event description:
It was reported via field service report that the pump had system error #4 alarm while on patient. Also, the umbilical cable is cracked. As a result, the central processing unit (cpu) board and umbilical cable were sent to and replaced by the hospital biomed. There was no patient death, serious injury or complications reported.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iabp system error 4 is not confirmed. Although, the root cause of the complaint is undetermined the returned parts passed all functional test specifications. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time.

Event description:
It was reported via field service report that the pump had system error #4 alarm while on patient. Also, the umbilical cable is cracked. As a result, the central processing unit (cpu) board and umbilical cable were sent to and replaced by the hospital biomed. There was no patient death, serious injury or complications reported.